Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was in the hospital for chronic obstructive pulmonary disease (copd) and the hospital has detected that the implant site was infected. Caller said that the incisions were infected and probably from smoking and nicotine. Caller did not know when the infection started, but said that they had been looking at it periodically at home and it looked red around both places, one place where they made an incision for the battery and another place on the left side. The patient was redirected to their healthcare provider to further address the issue.